Manufacturer narrative:
Additional information received - the reporter indicated the patient experienced elevated intraocular pressure (iop) and narrowing of the angle. The iop was elevated due to haptic causing iris chafing and inflammation (uveitis), with pigment dispersion. At 3 months post-op the patient was doing well. Method: (process evaluation): device history record review. Result: (operational problem) : visual inspection of the returned product found the lens torn into two pieces. There was evidence of clear surgical residue; (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a aq5010v -4.00 diopter three piece silicone lens. The lens was implanted as a piggy-back lens in the patient's right eye on (B)(6) 2016. The lens was rubbing the iris causing discomfort. The lens was explanted on (B)(6) 2016. Further information has been requested but none has been forthcoming. Supplemental will be submitted when additional information is available.